Event description:
The deivce was programmed to deliver morphine and the nurse reported that the bag emptied faster than expected. At the time of the event, this device was running in parallel with a second pump that was infusing a solution of dextrose and sodium chloride. No pt injury resulted.